Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. Analysis found that the computer had one bad sector on the hard drive. Once repaired, the computer functioned as designed. Analysis found that the reported event was related to a computer component issue.

Event description:
A manufacturer representative reported that, while outside of a procedure, the navigation system computer was reported to perform slower than intended when transferring images from a medtronic imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: device code updated with corrected code. If information is provided in the future, a supplemental report will be issued.